Manufacturer narrative:
Reference record: (B)(4). After the submission of the initial medwatch report, it was noted that the manufacturer of the device is not abbvie inc; therefore abbvie has no reporting responsibility.

Manufacturer narrative:
(B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in finland underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The tubes were not moving at stoma site and the stoma site was painful. Report indicated the patient experienced buried bumper syndrome. The peg will be removed and placed at a new site.